Event description:
Percutaneous coronary intervention (pci) was performed in patient with a subacute coronary syndrome (acs) thought to be related to a 3-vessel disease (distal left main/left circumflex and obtuse marginal). The lesion at the ostium of the left circumflex (lcx) artery was moderately calcified but located in a 90 degree bend from the left main into the lcx. A stent was implanted proximally in the lcx, which covered almost the entire lesion length in question (approximately 20 mm in length). Because there was a possible edge dissection at stent entry, intravascular imaging with an intravascular ultrasound (ivus) catheter was done to further image the vessel. While manually pulling back the ivus catheter, the tip of the ivus catheter detached in the lcx and became lodged distally. Several unsuccessful attempts were made to retrieve the tip with a gooseneck snare over the course of an hour. The following day, the tip fragment was stented against the vessel wall. The patient condition was reported as "fine". The physician assumes that the tip of the ivus catheter got stuck on a stent strut while pulling back the catheter. No friction was felt while pulling back the ivus catheter.

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. The DHR review showed that the lot met all required specifications. No similar complaints by event description were found in this lot. Visual inspection of the returned catheter revealed the distal tip end assembly was broken off at 42.5cm from femoral marker at distal side and missing approximately 2.6cm. The broken tip end appeared to be brittle. The guidewire that was used during the procedure was not returned. Fluid was observed inside the telescope and distal tip assembly. No fluid was found inside the hub. A kink was observed in the sheath assembly. Operational context is the likely root cause for the kink. Image characterization testing revealed a good square image appeared in the system and the product performed within specification. The device labeling and directions for use (dfu) revealed these warnings: "if resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. "When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. "When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel. The review indicated the device was used per the indications for use, as the device was used for ultrasonic examination of the coronary vasculature (circumflex) in a coronary angioplasty procedure. However, the device was used after the expiration date on the package label. Recommended medical practice is to use a device before its expiration date, as the devices are not tested for safety or effectiveness after the labeled expiration date. A probable root cause of user error has been assigned to the tip detachment as the use of the device after its labeled expiration date likely caused or contributed to the tip detachment. As the device aged, it likely degraded to the point where the strength and elasticity of the material was compromised, resulting in the tip detachment. The stuck in stent issue is associated to the procedural/anatomical factors encountered during the procedure, limiting the performance of the device.

Manufacturer narrative:
(B) (4). New code request has been submitted for stuck in stent.

Event description:
Percutaneous coronary intervention (pci) was performed in patient with a subacute coronary syndrome (acs) thought to be related to a 3-vessel disease (distal left main/left circumflex and obtuse marginal). The lesion at the ostium of the left circumflex (lcx) artery was moderately calcified, but located in a 90 degree bend from the left main into the lcx. A stent was implanted proximally in the lcx, which covered almost the entire lesion length in question (approximately 20 mm in length). Because there was a possible edge dissection at stent entry, intravascular imaging with an intravascular ultrasound (ivus) catheter was done to further image the vessel. While manually pulling back the ivus catheter, the tip of the ivus catheter detached in the lcx and became lodged distally. Several unsuccessful attempts were made to retrieve the tip with a gooseneck snare over the course of an hour. The following day, the tip fragment was stented against the vessel wall. The patient condition was reported as ¿fine¿.the physician assumes that the tip of the ivus catheter got stuck on a stent strut while pulling back the catheter. No friction was felt while pulling back the ivus catheter.